Event description:
It was reported that during a left atrial appendage closure procedure the hemostasis valve would not completely close. A watchman® access system was being used with a pigtail catheter. The physician noted that the hemostasis valve on the access sheath would not fully close while over the pigtail. The procedure was completed with this device by the physician placing his thumb over the valve. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).